Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a cuffed tracheostomy tube was then inserted into the trachea, the balloon was inflated, and the circuit was connected. There was positive end-tidal co2. It was noted shortly thereafter that the patient was not achieving adequate tidal volumes on the vent and began desaturating to low 80's. The patient was branched promptly via the tracheostomy and it was noted that the inflated cuff was extending distal to the end of the tube, producing severe stenosis of the opening of the tracheostomy tube. The balloon was partially deflated and the occlusion problem was resolved as seen on bronchoscopy. At this time, the patients end title, tidal volumes, and saturation all normalized.

Manufacturer narrative:
Additional information: d9, g3, h3, h6, fdp code (stenosis). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.